Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.  The leaky filter caused the internal hlc batteries to become depleted and led to the reported device power issue.  The fl9 filter had 490ua of excess current leakage.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on when the on/off button was pressed and the device lid was opened. There was no report of any patient use associated with the reported issue.